Event description:
It was reported that during preparation of a polarsheath, the syringe was connected to the side port and it was not possible to perform the aspiration due to occlusion of the side port. This polarsheath was replaced and the issue was resolved without any patient complications. This polarsheath is expected to be returned for laboratory analysis.

Event description:
It was reported that during preparation of a polarsheath, the syringe was connected to the side port and it was not possible to perform the aspiration due to occlusion of the side port. This polarsheath was replaced and the issue was resolved without any patient complications. The polarsheath has been returned for laboratory analysis.

Manufacturer narrative:
This polarsheath was returned to boston scientific for laboratory analysis. Visual inspection did not reveal any abnormalities. Functional testing was performed. A syringe with fluid was connected to the flush line to perform aspiration. It was not possible to perform aspiration or flush fluid through the flush line, indicating a blockage in the path. After taking the handle apart and opening the valve housing, an occlusion was observed at the connection port between the flush line and valve housing. The material causing the occlusion looks to be adhesive. Laboratory analysis was able to confirm the reported clinical observations. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.